Event description:
Reportedly, valleylab pad was used for posterior repair grafting. Later on, a blister was noticed at the back thigh of the patient hours after the surgery. Minimal wound care given to patient.